Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the gall bladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated, and it could not be withdrawn. It was noticed that there was a transparent liquid inside the balloon after it was inflated with gas. The balloon expanded unevenly and could not be automatically deflated. A syringe aspiration was used to deflate the balloon. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a140101 captures the reportable event of balloon failure to deflate. Imdrf device code a0406 captures the reportable event of balloon deformed. Imdrf impact code f2301 captures the reportable event of additional device required (syringe).

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Imdrf device code a0406 captures the reportable event of balloon deformed. Imdrf impact code f2301 captures the reportable event of additional device required (syringe). H11: the returned extractor pro retrieval balloon was analyzed, and a visual inspection did not identify any damage to the device. A functional evaluation noted that the balloon was able to inflate and deflate without any problem. The balloon concentricity and form was inspected and found to be within specifications. No other problems with the device were noted. The reported events of balloon failure to inflate and balloon deformity could not be confirmed. The product analysis on the returned device revealed that the balloon was able to inflate and deflate successfully. Also, the balloon had a form and concentricity that was within the specifications. Therefore, the root cause of the problem cannot be detected.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the gall bladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated, and it could not be withdrawn. It was noticed that there was a transparent liquid inside the balloon after it was inflated with gas. The balloon expanded unevenly and could not be automatically deflated. A syringe aspiration was used to deflate the balloon. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.